Event description:
It was reported that the patient had seen a dermatologist in early (B)(6) 2019 and was given instructions to perform twice daily domeboro and sterile water soaks followed by a sterile dressing chance with telfa, drain sponge and gauze. Now cleansing with chlohexadine and infectious disease recommended. The patient stated that the site had really improved. The infection reportedly resolved (B)(6) 2020.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019, the patient came to clinic to change driveline exit site dressing. Thick cream/tan drainage from the driveline exit site was observed. Patient reported pain above the driveline exit site and area was firm. Patient was started on doxycycline 100 milligram twice a day for 7 days. At routine follow up visit on (B)(6) 2019, patient reported little to no drainage. Area above driveline was soft to palpitable. However, skin around driveline was dry and scaly. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.